Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-11463. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced urinary problems. It was also reported that patient underwent excision of protruding graft on (B)(6) 2005, removal of inflamed mesh on (B)(6) 2005, dissection and removal of posterior graft on (B)(6) 2005 due to graft extrusion and erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/27/2017.